Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was piece of particulate matter under the activation button. Damage was noted on the waveguide of the device. The device showed evidence of use. Functional testing found the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Debris from the torque adaptor was found in the handle body. A larger piece of debris was wedged under the activation button and may have interfered with the device's proper function. It was reported that the device button fired without being pressed and the generator turned red. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of worn torque adaptor was found. The most likely cause was traced to component failure. Another unreported condition was identified: of waveguide damage the product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device button fired without being pressed and the generator turned red. The issue occurred after an hour of using the device. A new dissector was used with the same generator to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: reusable generator a scgaa - scgaa, serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.